Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed unexpected restart during a bolus attempt. The customer's blood glucose was 127 mg/dl. The customer's most recent blood glucose was 143 mg/dl. The caller stated that a temporary basal was programmed before the unexpected restart alarm occurred. He stated that the insulin pump had not been stored or out of use for an extended period of time. He stated that the device alarmed the unexpected restart during normal device use. The customer was unable to clear the alarm.